Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2014-02893.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR # 1225714-2014-02892 and MFR #1225714-2014-02893.

Event description:
Additional information received noted the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR # 1225714-2014-02892 and MFR #1225714-2014-02893.